Event description:
A pulsar-18 t3 self-expandable stent system was chosen for treatment of a mildly calcified lesion in the sfa. The device was placed in the target lesion, the rotating wheel was turned but it did not release the stent. The shaft could not be pulled back, as there would be no connection between the wheel and the shaft. The stent was removed from patient and a new pulsar-18 t3 was used successfully.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 1 mm and the stent has not been released. The winding wheel at the handle could freely be rotated with no resistance. After the handle was opened, it became apparent that the pull wire has not been correctly threaded through the center of the winding wheel and was gathering loosely around the winding wheel. This impeded the pullback of the outer shaft and thus the release of the stent. Very shallow indentations at the fixation points for the pull wire showed that the assembly of the winding wheel was incorrect and did not hold the pull wire in place when turning the wheel. A simulation with a reference pulsar-18 t3 as well as with the complaint instrument showed that a correct indentation would have been possible if the winding wheel would have been assembled correctly. The most probable root cause for the complaint event is related to the manufacturing process, i.e. Assembly of the handle. To prevent recurrence the respective internal departments were informed.

Manufacturer narrative:
The most probable root cause was identified as a potential failure during the assembly of the handle. The identified assembly problem triggered a corrective action. The root cause analysis identified an operator error. Thus, the work instructions have been optimized and another in-process control has been implemented to prevent recurrence. The risk assessment of the corrective action confirmed that the identified problem represents no risk to the health or safety of users, patients or third parties is present and the effectiveness test of the corrective action was successful.